Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that this morning emergency medical technician woke customer up and customer was sweating and blood glucose level was low of 27 mg/dl. The customer's low blood glucose level was treated it with juice. The customer also experienced high blood glucose level of 421 mg/dl and treated with bolus. It was unknown whether auto mode was active or not at the time of event. The customer declined troubleshooting for high and low blood glucose level and also for sensor alarms. The insulin pump will not be returned for analysis.